Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported ac power was connected but it was not recognized by the v60 unit. There was no patient involvement.

Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. The technician determined that power supply needs to be replaced.

Manufacturer narrative:
The reported complaint of ac power was connected but it was not recognized by the v60 unit was duplicated. Resolution and disposition: power supply was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was confirmed.